Event description:
It was reported that the retaining tabs of the screwdriver broke off during screw placement. The internal hex was intact. The broken fragments were retrieved from the pt. Another driver was used to complete the case without incident. No pt complications were reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual examination confirmed the sleeve was broken between the stress relief fillets of retaining tabs. Microscopic examination of the fracture revealed quasi-brittle fracture with angulated surface, and no indication of fatigue; suggesting possible bending moment with torsional component. River lines indicated the crack initiated at the fillet, and propagated around the sleeve. A review of the device history records did not identify any applicable non-conformance to specification.